Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: did device fire malformed (pear-shaped clips)? Did device fire scissored clips? How much bleeding occurred (please quantify amount)? Was bleeding able to be controlled with the second clip applier of different lot number? Were any blood products given to patient for the bleeding? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during a laparoscopic gallbladder removal procedure, "when clipping the cystic duct the surgeon noticed that the clips were coming out in a pear shape. Concerned, he asked the assisting surgeon to try it and the same thing continued to happen. They also noticed some clips in the operating field shaped like scissors. They opened another clip of a different lot and it worked fine. The doctor mentioned that while clipping he fired with precise firings and consistent force. He did not notice any lateral forces that may have influenced the shape of the clip. He also did not notice that there was any inadvertent movement of the device while firing. He recalls seeing the clip perfectly positioned in the jaws." A different device was used to complete the procedure. Bleeding of the cystic artery.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did device fire malformed (pear-shaped clips)? Yes. Did device fire scissored clips? Yes. How much bleeding occurred (please quantify amount)? Unknown. Was bleeding able to be controlled with third clip applier of different lot number? Yes. Were any blood products given to patient for the bleeding? Unknown. Was there any change to procedure or post-op patient care? Unknown.